Event description:
It was reported that an unspecified malfunction occurred. Additionally, the customer experienced an elevated blood glucose (bg) level ranged from 562-582 mg/dl. Cause was not known. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.